Manufacturer narrative:
Work order completed: h3) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Already reported codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 h3, h6: analysis was performed for product: 9735737, software version: 2.1.0. It was reported that according to the case description, it was noted that during the biopsy procedure, the system failed to track the biopsy needle. Initially, the trajectory was locked and the needle was tracking correctly, but after the site needed to redrill. The needle lost tracking. When the manufacturer representative (cc) unlocked the trajectory, they discovered the target alignment error had increased to 12.1mm from the previous 0.2mm. After realigning to the target and locking the trajectory again, the biopsy needle resumed tracking. Based on the information provided, the tracking failure was due to an alignment error likely caused by redrilling during the procedure, and not related to a software issue. Codes b01, c19 and d14 are applicable to this analysis. A0709: applicable to not being able to track the biopsy needle, and the needle no longer tracking. A0908: applicable to the target alignment error increasing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the system was not able to track the biopsy needle. Initially, the trajectory had been locked and the needle was tracking, but the site needed to redrill. After redrilling, the needle was no longer tracking. The target alignment error increased to 12.1mm from the original 0.2mm. The site realigned to the target and locked the trajectory, after which the biopsy needle was tracking again, and the case was completed without further issue. The probable cause was identified as the biopsy needle being off alignment, likely due to an environmental factor during redrilling. There was less than an hour delay, and no patient impact.